Event description:
The physician reported that the pdf print does not work reliable after 2.44 installation on the orchestra plus. It was noticed that after interrogation of several devices on the same day, approximately 80% of the pdf are not stored on the system. In these cases a second interrogation was necessary in order to have a successful pdf print. Preliminary analysis confirmed the reported missing pdf files and showed that it was related to an inadequate management of interrogating a device with the same family of the device for which a paceart export function was launched before.

Event description:
The physician reported that the pdf print does not work reliable after 2.44 installation on the orchestra plus. It was noticed that after interrogation of several devices on the same day, approximately 80% of the pdf are not stored on the system. In these cases a second interrogation was necessary in order to have a successful pdf print. Preliminary analysis confirmed the reported missing pdf files and showed that it was related to an inadequate management of interrogating a device with the same family of the device for which a paceart export function was launched before.